Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly (pcba) and the output connector assembly. Visual inspection revealed no anomalies. Bench analysis found that after assembling the main board into a known good case, at power up the device displayed an error. Further investigation revealed that the ventricular output was not pacing for 10-12 pacing cycles. After replacing the field-programmable gate array (fpga) the device operated normally. The device was run on the automated test console, passed all tests. It was also noted that the output connectors green wire had a bad crimp resulting in an open connection. No exposed wire in crimp, open confirmed with continuity measurement. The log was reviewed and the pace errors were confirmed. Conclusion: the reported event was confirmed, a defective fpga and open wire connection on the patient output connector assembly.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event and incoming functional testing failed. A defective a/v cable assembly was noted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error upon startup. This was noted as an out of box failure. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.